Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: freestyle libre 2 plus. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient's legal guardian reported that the patient's blood glucose level rose to as high as 22 mmol/l (396 mg/dl) while wearing the pod for an unknown duration. It was reported that the pod leaked insulin during use, and upon removal from the infusion site, the cannula was found to have dislodged, resulting in a lack of insulin delivery overnight. As treatment, a new pod was applied.